Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: product ID d154vrc implantable cardioverter defibrillator (ICD) implanted: 2006-(B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, the reason is unknown. Further follow up did not yet yield any additional relevant information regarding the event. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the lead was returned and analyzed and analysis revealed the distal conductor of the lead developed a fracture due to flexing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.